Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the blue tip of the plastic sheath chipped off. Reportedly, the detached plastic sheath was too small to find, so it was left behind. The procedure was completed with the same device. It was also reported that the physician was not comfortable leaving the tip in the common bile duct as he wouldn't want it to lead to any obstruction. Since, sphincterotomy was also performed, the physician also felt that the tip may have been small enough not to have caused any problems. There were no patient complications reported as a result of this event. The patient condition following the procedure was fine.

Manufacturer narrative:
An rx cytology brush was received and investigation of the returned device revealed that the working length was free of obvious kinks and bends. The tip was visually inspected under magnification and it was observed that the tip was not broken/torn, also the overall length of the extrusion was measured at 200cm min and it was found within specifications. However, visual assessment identified that the blue paint peeled off in some areas, in addition the brush section was cut. The cut end was inspected under magnification and marks observed in cut end indicates that a sharp tool was used to cut the brush, therefore it is not considered an issue of the device. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during the use of the device can lead to peel the paint at tip section, also interaction with the scope or additional devices can result in paint peeled off. Based on the information available and the analysis performed, the investigation conclusion code for the issue of "paint peeled off" will be documented as "adverse event related to procedure." A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the blue tip of the plastic sheath chipped off. Reportedly, the detached plastic sheath was too small to find, so it was left behind. The procedure was completed with the same device. It was also reported that the physician was not comfortable leaving the tip in the common bile duct as he wouldn't want it to lead to any obstruction. Since, sphincterotomy was also performed, the physician also felt that the tip may have been small enough not to have caused any problems. There were no patient complications reported as a result of this event. The patient condition following the procedure was fine.